Manufacturer narrative:
(B)(4). Device not returned. The device was not returned; however, a non-abbott guiding catheter was returned and analyzed and it was confirmed that the stent implant was not present in the guiding catheter. Therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and 80% stenosed distal left anterior descending artery. Pre-dilatation was performed with a 2.25 x 18 mm non-abbott balloon catheter. A 2.5 x 18 mm xience xpedition stent delivery system (sds) could not cross the lesion. The device was removed and additional pre-dilatation was performed with a 2.5 x 18 mm non-abbott balloon catheter. The same 2.5 x 18 mm xience xpedition sds was advanced to the lesion, but still could not cross. The xience xpedition sds was being removed when the stent implant was lost in the left main. An attempt was made to retrieve the dislodged stent with a 1.5 x 12 mm non-abbott balloon catheter when the balloon separated. The patient was transferred to another hospital where the separated balloon was removed; however, the stent implant could not be found and remains in the anatomy. There was a clinically significant delay in the procedure. No additional information was provided.